Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a burning smell coming from a homechoice following a power surge at the patient's house. The patient described the smell as burning plastic. The patient would continue therapy using manual supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned and the evaluation is complete. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Internal and external inspection was performed and found smoke contamination and melted components on the accomp printed circuit board. The device would not power up on receipt and was resolved by replacing the input fuses. The homechoice device received a returned instrument testing evaluation (rite). The device failed rite functional testing at the check heater bag temperature test. The device failed the rite electrical testing at the earth leakage current test. The reported condition was verified. The cause was determined to be the melted components on the accomp board. The device was scrapped. Should additional relevant information become available, a supplemental report will be submitted.